Event description:
It was reported that the device would not recognize a therapy cable connection. Hence, the device would not be able to deliver defibrillation therapy in the reported condition. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis ctr and determined the cause of the reported/observed failure to be an open resistor, designator r2.